Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited noise. It was noted that the stylet got broken during the procedure. The lead was never implanted. The new lead was implanted. No patient complications have been reported as a result of this event.